Event description:
The "white specks" were noticed by both the staff and physician during the procedure. It delayed the case as the staff attempted to clean off product or determine if specks were on any other items.

Manufacturer narrative:
The sample is not available for examination by deroyal. The vendor for the styrofoam tray, (B)(4), has been notified of this issue. Foam trays have been removed from all finished goods at deroyal, and replaced by plastic platform trays.